Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for non-obstructive urinary retention. It was reported that the stimulation felt like it was biting them. More information was received on 2018-mar-29 with trial patient reporting that when testing 1 level, the wires had moved/migrated and had to get the lead replaced. No further complications were reported.